Event description:
It was reported that during an angioplasty procedure, the outer layer of the pta balloon allegedly was peeling off upon removal from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta dilatation catheter that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter was received for evaluation. On the visual evaluation of the device fiber disturbance like unraveled fiber, peeled pebax and material frayed were noted throughout the balloon. No other specific anomalies noted. All the anomalies were able to be confirmed under microscopic observation. No further testing performed due to the nature of the complaint. Therefore the investigation was confirmed reported peeled pebax and identified material frayed and unraveled fiber as the device were returned in the manner which contain the fiber disturbance noted throughout the balloon. A definitive root cause for the reported peeled pebax and identified material frayed and unraveled fiber could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2022) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the conquest pta dilatation catheter that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter are identified in procode and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that during an angioplasty procedure, the outer layer of the pta balloon allegedly was peeling off upon removal from the patient. There was no reported patient injury.